Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, the scope connector failed during user handling resulting no image. The event can be detected by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had no image. The event occurred during reprocessing for a diagnostic bronchoscopy. There was no delay, and the procedure was completed with the same device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty plug unit. Additional finding was the plug unit had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.